Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. After lens insertion into the pt's eye, noticed the haptic broke off. The incision was enlarged to remove the lens from the eye and a suture was used to close the wound. Another same model and size lens was implanted.

Event description:
On september 5, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was prompting a battery indicator. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests three times a day and manages her diabetes with an unspecified dose of januvia and actos. The patient indicated she takes one dose of each medication in the morning regardless of what her blood glucose result is with the subject meter. The patient alleged that the issue began sometime in the beginning of (B)(6) 2010. The patient confirmed she did not take any action in regards to her diabetes management as a result of the reported issue and corrected and clarified she felt warm and shaky three days later; the patient informed the csr she had pretended to pass out. The patient also denied receiving any medical intervention or treatment after the alleged issue began. At the time of troubleshooting, the csr confirmed that there was no known misuse to the subject meter. The csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.